Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2018, four (4) 2.8mm threaded drill guide were inspected after the decontamination process. When putting several sets back together, it was discovered that the threads on four (4) threaded drill guides were damaged. The locking tower threads would not properly lock into several different plates that were tested. The threads were unable to be placed into the locking hole on the plates because the locking tower threads appeared to be stripped there was no patient involvement. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.8mm threaded drill guide. This is report 4 of 4 for (B)(4).